Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 276 mg/dl. The customer stated that she had a vial of bad insulin and after she switched to a new vial, her blood glucose was fine. Troubleshooting was performed. The programming and settings were correct. The prime and high pressure test passed. The customer mentioned that the window display was scratched and it is difficult to read. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing including the displacement test. A scratched display window noted during a visual inspection. After testing it was concluded that the device operated within specs.